Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the exact cause of the dissection of the aortoiliac bifurcation aneurysm cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (pre-existing aortoiliac bifurcation aneurysm, vessel mld, calcification and/or tortuosity not appreciable on imaging) likely contributed to the dissection of the aneurysm and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2016-01094. Please reference related manufacturer report no: 2015691-2016-01095. Please reference related manufacturer report no: 2015691-2016-01096. Please reference related manufacturer report no: 2015691-2016-01097.

Event description:
During a transfemoral tavr procedure, following the removal of a 16fr expandable sheath (esheath), a dissection of an aortoiliac bifurcation aneurysm was observed. Prior to the tavr procedure, the patient was noted to have a pre-existing aneurysm in the right aortoiliac bifurcation. Following the unsuccessful deployment of a 29mm sapien 3 valve via the subclavian approach, the procedure was converted to the transfemoral approach. An esheath was inserted and advanced into the patient. A new 29mm sapien 3 valve and commander delivery system were then prepared and advanced through the esheath. The valve was aligned and the delivery system crossed the aorta. Difficulties were encountered during the final alignment of the valve. The valve was finally positioned as well as possible; however, during inflation, the delivery system balloon did not expand symmetrically and the sapien 3 valve embolized into the ascending aorta and deployed. Following the removal of the esheath, a dissection of the right aortoiliac bifurcation aneurysm was observed. Surgical intervention was required to repair the dissection. Unfortunately, the patient expired during the procedure. The cause of death was reported to be a complications of the aneurysm dissection. Information pertaining to the access vessel minimum luminal diameter (mld) and degree of calcification and tortuosity was not provided. It was perceived that the manipulation of the esheath during the transfemoral portion of the procedure caused the dissection of the aortoiliac bifurcation aneurysm and subsequent patient death.